Event description:
It was reported that the patient's presented to the hospital for a regular generator exchange procedure. Interrogation of the pulse generator noted that the right ventricular (rv) and right atrial (ra) leads had failed to capture. A new pulse generator, rv and ra leads were implanted on patient's opposite side of chest. The patient was in stable condition.